Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple vibratory alerts for non-sustained oversensing. Loss of capture, increased capture threshold, and decreased sensing were noted. Isometric tests did not induce noise, but noise was noted with deep breathing. Reprogramming was carried out and the patient will be monitored remotely. The patients condition during and after the event was good.

Event description:
New information received states that the lead was capped and replaced. The patient condition was good after the event.